Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6430530, 510k # k143375, UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l3-l5 lumbar spinal canal stenosis; and underwent mono-portal transforaminal lumbar interbody fusion (tlif) at l3-l5. Intra-op, during final tightening of the set screw, idling occurred. Hence, the set screw was explanted; and was replaced with a new one. No patient complications were reported.